Manufacturer narrative:
The returned used/damaged arthroscopic energy 90 degree probe was visually examined and inspected with magnification. The r&d engineer reports the ceramic insulator has discoloration. It appears the probe active tip may have come in contact with another metal object during use. This type of damage may occur when the probe makes contact with the arthroscope while the probe is activated. This causes the active tip power to arc or short out to the arthroscope/cannula that may be in close proximity to the active probe tip. This can result in slight damage to the ceramic insulator. This lot was manufactured in a lot of (B)(4) units. A review of the device history record found no anomalies or non-conformances during the manufacturing process that could have caused or contributed to this reported failure mode. A review of complaint history revealed there has been one other complaint received for this device/lot combination for the failure mode of ceramic melting. The complaint report was received from the same user facility. A 2-year review of product history for this device family shows there has been a total of 6 complaints for the ceramic tip melting during use. During this same 2-year time frame, approximately (B)(4) units were sold worldwide. The occurrence rate for this failure mode is (B)(4) percent. To date, there have been no patient long term adverse effects related to the ceramic tip melting or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. An investigation is in process to determine if corrective and/or preventive actions are needed. To reduce the risk of probe tip damage or injury to the patient, the instructions for use (IFU) provides the following warnings and precautions. - it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. - examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect. - do not activate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and adjacent metal object may result in product damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Event description:
The sales representative reported that the arthroscopic energy 90 degree probe with suction was used during a subacromial decompression with rotator cuff repair on very thick tissue. Approximately 75% of the way through the procedure using standard settings of 3-2 and activating the probe in short bursts for no longer than 40 seconds, the ceramic head had melted away to where the layer underneath the ceramic was visible. There was arching near the scope and the lens of the scope was burned. No patient injury or surgical delay occurred. This incident is being reported as a malfunction with potential for patient injury with recurrence.